Manufacturer narrative:
Code 510k: this report is for an unknown quantity of unknown 4.5 cortex screws/unknown lots. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision due to non-union of the humerus on (B)(6) 2017. On (B)(6) 2017, the patient presented with multiple orthopedic injuries including right humerus, right anke pilon/dislocation and left distal femur fractures. At the time of initial injury, the humerus was repaired with a 9-hole locking compression (lcp) large fragment plate and screws. After observing via radiographic imaging that the plate at the time was implanted was off-plane to the bone proximally, the surgeon decided to cut the plate insitu using a midas rex like device. Subsequently, the humerus did not heal. During the (B)(6) 2017 procedure, all the old hardware was removed and the next couple phases of bone healing will be staged utilizing the "masquelet technique". Temporary fixation of the humerus using a long lcp proximal humerus plate and antibiotic cement was performed. The surgeon plans to come back in several weeks to remove the proximal humerus plate and cement, and then perform another procedure with bone graft and definitive fixation. All hardware was removed intact and without any surgical delay. Removed hardware included one plate and eight (8) screws. It was noted that 4.5 cortex screws and 5.0 locking screws were used during initial surgery and these screws were used in combination and total of 8 screws were explanted in revision surgery. How many were cortex and how many were locking screws is unknown. This report is for an unknown quantity of unknown 4.5 cortex screws. This is report 2 of 3 for com-(B)(4).